Manufacturer narrative:
B)(4). H6 - component code - proposed code is mechanical (g04) - provisional bottom visual evaluation of the returned provisional identified signs of repeated use and the device was confirmed to be fractured. Fractured tibial articular surface provisionals (tasps) analyzed by optical microscopy has revealed hackle marks, river lines and striations in bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left knee arthroplasty when the surgeon removed the tibial articular surface provisional after trialing, the instrument fractured. No adverse events were reported as a result of this malfunction.